Event description:
It was reported the clinical patient experienced a serious adverse event of dyspnea. It was reported the patient was implanted and discharged on (B)(6) 2021. On (B)(6) 2021, the patient experienced acute systolic heart failure exacerbation and was admitted to the hospital with shortness of breath. Patient was hospitalized until (B)(6) 2021. During that time, respiratory status declined and patient was intubated for respiratory failure and flash pulmonary edema. Patient was admitted to ICU and treated with aggressive diuresis. Patient's respiratory status improved, patient was then extubated. The adverse event was concluded to be related to vitaria based on the time correlation between device implantation and heart failure exacerbation. The event has resolved. No additional relevant information has been received to date.

Event description:
The event of heart failure exacerbation was confirmed to be possibly related to vitaria stimulation. No additional relevant information has been received.

Manufacturer narrative:
F10. Health effect - clinical code - correction - code e2402 should have been included for the report of heart failure exacerbation in the initial MDR.

Event description:
It was reported that the heart failure exacerbation has not resolved. No additional relevant information has been received.